Event description:
The manufacturer received information alleging a ventilator's flow sensor was not working. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's external flow sensor and cable were replaced to address the issue.